Event description:
It was reported the patients blood glucose level rose to 407 mg/dl while wearing the pod between 4 and 24 hours. No treatment was provided.

Manufacturer narrative:
An 0x1c alarm was generated in the device data indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device that causes planned disruption of the pod's ability to deliver insulin. During investigation, the exposed portion of the soft cannula was observed to be shortened and kinked. The soft cannula was measured to be out of specification. The timing and cause of this damage is unknown.